Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), pod coils and a non-penumbra angiographic catheter. During the procedure, while advancing a pod coil through the distal tip of the lantern, the physician experienced resistance; therefore, the pod coil was removed. Then, while advancing a new pod coil through the distal tip of the same lantern, the same issue occurred, the physician experienced resistance; therefore, the pod coil and lantern were removed. The procedure was completed using the two previously removed pod coils, three pod packing coils (pod pcs), the same angiographic catheter, and another microcatheter. There was no report of an adverse effect to the patient.